Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was suspended. The customer¿s blood glucose level was 265 mg/dl and sensor glucose was 100 mg/dl at the time of the event. Insulin delivery was suspended due to sensor glucose and blood glucose difference. Sensor glucose value that triggered the suspend on low or suspend before low event: 100 and low limit in sensor settings was 65 mg/dl and blood glucose value associated with the triggered suspend event was 265 mg/dl. The devices will not be returned for analysis.